Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown alert on the dexcom system occurred. No medical intervention was reported. Additional event or patient information is not available.